Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was too slow. A technical support specialist (tss) indicated that the station's database had hit its maximum capacity, leading to significant issues with purge bloating. The tss reindexed and reduced the size following a complete synchronization to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was very slow when pulling medications. The customer stated that this malfunction affecting the patient care . There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was very slow when pulling medications. The customer stated that this malfunction affecting the patient care. There were no adverse events or injuries reported based on this incident.